Manufacturer narrative:
Concomitant medical products: evproplus-34us valve, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing was noted on current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.